Manufacturer narrative:
Getinge field service engineer (fse) found during scheduled pm on pump found fan on crm to not be working and drain port connector to be loose. Replaced crm. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. Complete checkout and checklist has been performed. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received condensate removal module reported unit failure of the drain port is loose and the fan does not work. The failure analysis and testing dept. Performed a visual inspection and found the drain port was loose. The failure analysis and testing dept. Installed condensate removal module tested the condensate removal module to factory specifications per the cs300 service manual .the fat observed that the fan in the crm was not working. The fat was able to verify that the drain port was loose, and the fan not working. The condensate removal module failed testing .condensate removal module in the fat .the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units crm fan is not working and drain port loose. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) found during scheduled pm on pump found fan on crm to not be working and drain port connector to be loose. Replaced crm. Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use.